Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - litigation alleges that patient is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood. Doi: (B)(6) 2008 - dor: none reported (right hip). Patient is a resident of (B)(6). Update 3/14/12 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update 28 may 2014 - updated surgeon and hospital information, added on sleeve product details and patient demographics. Added leg length deficiency to the reason for revision.

Event description:
Litigation alleges that patient is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood.

Event description:
Litigation alleges that patient is concerned about the possibility of revision surgery and the future health effects of elevated metal ions in her blood. (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.